Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implantation procedure of the subject pacemaker, the cardiologist was reportedly unable to connect the ventricular lead to the pacemaker due to a misalignment in the connector port.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190215 - file-2018-04025 - analysis_and_closure_report_resp-2019-00195.pdf].

Event description:
During the implantation procedure of the subject pacemaker, the cardiologist was reportedly unable to connect the ventricular lead to the pacemaker due to a misalignment in the connector port.